Event description:
I had trusculpt 3d on (B)(6) 2018. Was told there would be heat and maybe some redness, later nodule would form but no down time or side effects. I left after the procedure feeling okay. There was a lot of heat and pain during procedure but was told that was normal. The next day I was red and swollen. I was flat on my bed for 3 days before I could even be up for any amount of time. I went back to dr (B)(6) she was shocked. I was burned and extremely injured. She never saw a result like mine. The nodules are red and sensitive to touch. I couldn't bend at the waist without extreme pain. Two weeks later, I am black and blue and sensitive to touch. Nodules are still very large and painful. The nodules are thick and hard. One was about 9" x 7", another 7" x 5" and 5" x 3", and 5" x 2". After 2 weeks they are 2 black spots left and the rest is black and blue. They are finally getting smaller but it will take a long time. No one should be burned and injured like this. Something went very wrong. Dr (B)(6) contacted the company but got no good answers. I did extensive research before getting this done and am disappointed with what happened to me. I saw no bad results anywhere in my research.